Event description:
Event description guidant received information that this implantable lead displayed 20-30 nonsustained episodes and inappropriate antitachycardia therapy (atp). Noise is present on the rate/sense electrogram causing pacing inhibition, however the patient does have a slow underlying rate. All the pacing parameters are normal.